Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU) regarding use of the aortic extender endoprosthesis, potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, dissection, perforation, or rupture of the aortic vessel and surrounding vasculature.

Event description:
On (B)(6) 2020 this patient underwent endovascular treatment of an aortic aneurysm using a gore® excluder® aaa endoprostheses. During the initial cut down, the physician commented on the patient's arteries appearing poor with no further specifics. The implant of the gore® excluder® aaa endoprostheses was completed as planned with no noted issues. Initial angiogram showed no issues. During closure, the physician noted pulse on the right side appeared weak. A post procedure angiogram showed a dissection of the right common iliac artery. It was unknown what caused the dissection. An additional contralateral leg component was implanted in the right common iliac to treat the dissection. The procedure was completed successfully, and no further dissection was noted. No further issues were reported, and the patient tolerated the procedure.

Manufacturer narrative:
H10/11: added second device to report. It is unknown which device caused this adverse event so all system components are being included on this report. Additional system components involved in this adverse event include: item #plc181000, lot # 21373932, UDI # (B)(4).